Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced a loose IV set connection, and leakage. The following information was provided by the initial reporter: IV fluids & medication pushes seem to go through fine, but when IV CT contrast is being injected (can be up to 300 psi) the extension set leaks where it¿s connected to the angiocath hub.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6) medical center . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 30-mar-2022. H.6. Investigation summary: a used max zero was received and tested by our quality team. The max zero was injected with saline using a 3ml and the leaked between connector and syringe was immediately noticed, verifying the complaint. There has been a known issue of leakage between the 3ml syringes and maxzero so the complaint has been verified. The root cause is not due to the maxzero but due to the syringe specifically when connected to the maxzero. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced a loose IV set connection, and leakage. The following information was provided by the initial reporter: IV fluids & medication pushes seem to go through fine, but when IV CT contrast is being injected (can be up to 300 psi) the extension set leaks where it¿s connected to the angiocath hub.